Event description:
Information received via email as follows: (B)(6) pt was admitted for altered mental state, around one (1) o'clock in the afternoon of (B)(6) 2013, she consumed 1 oz of aloe vesta ointment which was left at bedside by staff. Dose, frequency & route used: apply as needed; diagnosis for use: routine use incontinence, seals out moisture. Therapy dates: (B)(6) 2013.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. It is reported that the ointment was removed from patient's reach, no treatments were given, patient was exhibiting no symptoms of distress. Nursing staff was monitoring closely. An investigation was conducted on (B)(6) 2013 which indicates that user error was identified, no investigation by the supplier is required as it has been confirmed that the product was not used as intended. Per uses, warnings, and directions as indicated on the product label. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Reported to the FDA on: (B)(4) 2013. Third party MFR: (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.